Manufacturer narrative:
Event date was estimated. Approximate age of device, 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a driveline infection in (B)(6) 2019. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be determined and a direct relationship between the device and the reported tia could not be conclusively determined through this evaluation. The account reported that the patient had a recent tia and driveline infection. The first positive driveline wound culture was on (B)(6) 2019, and the patient¿s blood cultures were negative. The blood cultures tested positive for mssa. The symptoms included drainage and abdominal pain at the exit site. The patient was started on 6 weeks of ceftriaxone 2g IV once a day with their last dose on (B)(6) 2019. The patient was transitioned to long term po doxycycline for suppression. Additional information regarding the tia was requested from the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. Driveline infection and stroke are listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU is currently available. Driveline infection and stroke are listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received the first positive driveline wound culture was on (B)(6) 2019. Blood cultures were negative. The infection type was found to be methicillin-sensitive staphylococcus aureus (mssa). The patient had symptoms of increased drainage and abdominal pain at the driveline site. The patient was on 6 weeks of ceftriaxone 2g intravenously once a day. The last dose was on (B)(6) 2019. The patient has been transitioned to long term doxycycline for suppression.